Event description:
A doctor alleged that a patient experienced sensitivity in their tooth after sonicfill composite was used for the restoration. This is the first of two (2) reports.

Manufacturer narrative:
Although the doctor identify two different shades associated with the sensitvity, he could not verify which lot was use on each patient. The lots involved in the alleged incidents include lot numbers 4427295 and 4659429. The doctor could not recall patient or incident details; however, the doctor removed the sonicfill material from the patient's tooth and replaced the restoration with a different composite. To date, the patient is doing fine. The product was not returned; therefore, a visual test of the retains samples was conducted. The paste was homogenous, no dryness, hardness or polymerization was detected on material. A DHR review revealed that the product was released within specifications.